Manufacturer narrative:
Device was initially received for the complaint that the pump failed volumetric testing during testing. During investigation found the lifted downstream occlusion seal (dso). This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that dso seal lifted. The complaint of volume not working through testing cannot confirm through visual and performance verification testing. Upon further investigation found dso seal crumbling and replaced dso seal.

Event description:
It was reported that the pump failed volumetric testing during testing. During investigation found the lifted downstream occlusion seal (dso). This malfunction makes the event reportable. There was no patient involvement and harm.